Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2012, the patient/lay-user's wife contacted lifescan (lfs) alleging that her husband was experiencing an unrecalled error issue with his one touch ultra2 meter. On (B)(6) 2012, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient's wife reported that the alleged issue with the subject meter began on an unspecified day on (B)(6) 2011. She stated that he manages his diabetes with insulin (no adjustments) and due to the alleged issue he denied making any changes to his usual diabetes management routine. The patient's wife claimed on an unspecified ''afternoon'' of (B)(6) 2012, after the alleged issue started he developed ''diabetic shock.'' In response to his symptoms, reportedly ''at the same time'' in the ''afternoon'' of (B)(6) 2012, his glucose was reportedly tested with an emergency medical service's meter and a result of ''19 mg/dl'' was obtained. The patient's wife stated that the patient was treated by a health care professional with food and/or drink. It is unclear, but the patient may have also been taken to the emergency room. During the initial call with customer service, the agent noted that the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient's wife claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia and the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.